Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurym in 2002. It was reported that the femoral arteries were small, and the right external iliac artery was severely stenotic. There was a previously existing dissection of the right common iliac artery. The common femoral arteries were isolated, and balloon angioplasty was performed on the right iliac artery. The physicians were planning to place the distal part of the stent graft to the right external iliac artery; therefore, the right hypogastric artery was coil embolized. A 22 french introducer and dilator were inserted into the left iliac artery with difficulty, and the bifurcated device was then inserted and deployed just below the renal arteries. A 13 mm diameter x 11.5 cm length iliac limb and a 13 mm diameter x 8.5 cm length iliac limb were implanted on the right side with the distal portion below the hypogastric artery. There was a slight dissection in the left common iliac artery below the stent graft; therefore a stent was implanted in the area. When the introducers were being removed, the pt's blood pressue dropped significantly, became hypotensive, and subsequently went into cardiac arrest. Closed chest massage was initiated, and the abdomen was opened. A large retroperitoneal hematoma was noted in the left flank, and a tear was noted in the left external iliac artery caused by the dilator. The iliac artery was clamped and the bleeding was controlled. The physician transected the external iliac and removed the stent. An external iliac to common femoral bypass graft was implanted and good flow was restored to the left leg. No additional clinical sequelae were reported, and the pt is reported to be fine.